Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case: (B)(4).

Event description:
It was reported that during procedure, while the surgeon was reducing the hemi hip with all implants in place, the 22 head disassociated from the tandem implant and stayed on the cpcs cocr prim so 12/14 sz 3. The surgeon was able to remove the head from stem. A second try was attempted but implant kept disassociating even though the ring in tandem was secure. On the second time of trying to remove the head from the stem the whole cemented stem came out. Surgeon had to place new stem and whole new tandem implants. There was a delay greater than 30 min due to this malfunction.